Manufacturer narrative:
The device has been returned for analysis, but requires add'l investigation which is not complete at this time. A follow up report will be submitted after evaluation is completed.

Event description:
It was reported during an aneurysm coiling procedure, while navigating the catheter and guidewire through a blood vessel, the guidewire broke inside the catheter. The guidewire and catheter were removed as one unit. No pt injury reported.